Event description:
Additional information was received from a healthcare provider. Initially a catheter tip granuloma had been identified by magnetic resonance imaging (MRI). A follow-up MRI in (B)(6) of 2016 showed no granuloma.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000mcg, 230.5mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. Other medications the patient was taking at the time of the event and the patient's medical history were not available to the reporter. It was reported that the patient had experienced increased spasticity at night. They had increased the patient's rate at night with no effect so they replaced the pump as it was almost due for replacement (refer to manufacturer's report #3004209178-2015-17443, which contains this information). The pump replacement had not resolved the patient's symptoms so they scheduled magnetic resonance imaging (MRI). A granuloma was found on the MRI, which the hcp stated was due to the targeted drug delivery (tdd). A catheter revision was performed on (B)(6) 2015. The physician decided to remove the spinal portion of the catheter, and a new spinal segment was placed in another location. The spinal catheter replacement went smoothly. The patient status at that time was alive no injury. It was unknown if the issue was resolved. No additional actions/interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp). The patient experienced decreased effectiveness of baclofen. No actions/interventions were taken beyond the new catheter placement to resolve the granuloma. A repeat magnetic resonance imaging (MRI) on (B)(6) 2016 showed no granuloma.